Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The target lesion was located in the lower extremity below the knee. The 2mm x 40mm coyote es balloon catheter was advanced into the patient. The balloon ruptured at a very low pressure during the first inflation. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The target lesion was located in the lower extremity below the knee. The 2mm x 40mm coyote es balloon catheter was advanced into the patient. The balloon ruptured at a very low pressure during the first inflation. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Examination of the returned device revealed that there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).